Manufacturer narrative:
Block h6: imdrf device code a15 captures the reportable event of a clip difficult to release from the catheter. Block h2 (additional information): block b5, block b3 (date of event), block e1 (initial reporter last name) and block e3 (occupation) have been updated based on the additional information received on august 4, 2025.

Event description:
It was reported to boston scientific corporation that a resolution 360 clip device was used during a procedure performed on an unknown date. During the procedure, the operator was unable to rotate the clip. Upon release, there was significant difficulty retracting the tip. There were no patient complications have been reported as a result of this event. Additional information received on august 4, 2025: the type of procedure performed was colonoscopy. The anatomy location is in the sigmoid colon. The procedure was completed with another resolution 360 clip device. The event date is june 20,2025.

Manufacturer narrative:
Block b3: the date of the event was approximated to (B)(6) 2025 based on the date the manufacturer became aware of the event. Block h6: imdrf device code a15 captures the reportable event of a clip difficult to release from the catheter.

Event description:
It was reported to boston scientific corporation that a resolution 360 clip device was used during a procedure performed on an unknown date. During the procedure, the operator was unable to rotate the clip. Upon release, there was significant difficulty retracting the tip. There were no patient complications have been reported as a result of this event. No further information has been obtained despite good-faith efforts.